Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2013. Revision procedure was performed on (B)(6) 2014 due to bearing clip backing out. Clip and bearing were replaced. No further information has been received.

Manufacturer narrative:
The explanted items were returned for evaluation. The device history records were reviewed and found no non-conformity, rejection or concession. X-rays were provided and show the locking bar had backed out and was broken prior to the revision surgery. The surgical technique was reviewed and remarks are included to prevent loosening of the locking bar. "The forceps will gradually push the locking bar until it clicks into place. A visual and audible confirmation should be made to ensure complete locking bar insertion." It must be considered that the wrong assembling could lead to loosening of the locking bar and therefore lead to fractures caused by forces outside the normal use of the device. It was not possible to reproduce the assembly of the knee system as the locking bar was broken. Taking into account that there are no in vivo loads applied to the locking bar in the normal use of the product, the dimensional inspection shows no discrepancies, and the device history records do not reveal any anomalies, no root cause can be determined, although no evidence is identified relating the event to the manufacturing or inspection of the involved part.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items have been returned for evaluation. Upon completion of evaluation, a follow-up report will be sent to the FDA.